Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the right ventricular lead exhibited low impedance. Presenting freeze capture showed v-sense amp with no signal. A decreasing lead impedance trend was seen. The patient presented in clinic. Intermittent ventricular sense noise was noted with raising left arm. Right ventricular pacing threshold were variable. The patient was sent for replacement of the lead. The patient experienced light headedness. The lead was capped and replaced on (B)(6) 2018. Patient was stable before, during and after the surgery.